Event description:
It was reported that during a lap supercervical hysterectomy, the white tissue pad melted off. Half of the tissue pad was still attached to the clamp arm. The dr couldn't find the pad that was inside the pt. The dr used bovie coagulation laparoscopically and completed the case with no pt consequence.